Event description:
It was reported that prior to an unknown procedure, the internal cylinder was bent in the unopened package. Another device was used to complete the case. There were no adverse consequences to the pt.